Event description:
The MFR received info alleging a ventilator led screen will not display. The device was not in pt use.

Manufacturer narrative:
The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacture's investigation is completed.